Event description:
Patient reported experiencing a concern with the infusion set of her infusion device. Patient stated she has experienced the same problem with all needles in the same package. Patient reported she experienced episodes of elevated blood glucose level of 400 mg/dl and the plaster of the infusion set was wet with insulin. Patient stated she noticed the self-adhesive was not attached to the skin and found the skin was wet. Patient reported experiencing elevated blood glucose levels. No further information is available. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion set for evaluation.

Manufacturer narrative:
Product was received on (B)(4) 2012 the reference samples were analyzed against the customer's allegation . The complaint describing an insufficient sticking of the self-adhesive cannot be verified, the head set meets product specifications.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.